Event description:
It was reported that the patient presented to the hospital experiencing pacemaker syndrome and pocket stimulation. Upon interrogation, the pacemaker was found to be in backup vvi mode. A device download was performed and successfully restored the device.